Manufacturer narrative:
Device in wrong position: the cause of the device in wrong position was not determined due to insufficient clinical details and since product was not returned. Low pump flow: the cause of low pump flow was not determined due to no product/logs being returned. Hemolysis: the cause of hemolysis was not determined since no product/logs were returned and due to insufficient clinical details. Cardiac arrest/pericardial effusion/thrombocytopenia/major bleed: the cause of the injury was not determined due to insufficient clinical details.

Event description:
An impella 5.5 device was inserted into the right axillary/subclavian artery in a 74-year-old female presenting with an out-of-hospital cardiac arrest requiring cardiopulmonary resuscitation (CPR), in acute myocardial infarction (ami) and cardiogenic shock (cgs), in scai stage e shock, prior to initiation of support. The impella 5.5 was inserted as an escalation of therapy from an impella cp. While the patient was in the intensive care unit (ICU), the impella was on p-4 support. The physician stated that he was unable to run the flows above p-4 without suction alarms and ectopy. The patient was on inotrope/vasoactive support. The lactate dehydrogenase (ldh) was elevated, so the physician inquired about a plasma free hemoglobin level, but the nurse stated that the lab was unable to obtain at that facility. Lactic acid resulted in 4.2 and 4.4, so additional vasoactive support was added. The physician noticed discoloration of the toes to the right lower extremity. An echocardiogram was done and showed the pump inlet was pointed towards the mitral valve. A moderate pericardial effusion was also noted. The physician attempted to reposition the catheter, but was unable to, and expressed concern for clotting in the graft making the pump immovable. The patient was off of heparin due to reported bleeding and low platelets. The decision was made to bring the patient back to the cardiovascular operating room (cvor) for a pericardial window, graft clean out, and pump repositioning. Upon arrival to the cvor, the patient's heart rate was in the 40's and mean arterial pressure (map) 40's with no pulsatility. The staff were unable to obtain a pulse. CPR was initiated. The patient expired on support. The device is unlikely to have contributed to the patient's death, which was most likely due to the clinical condition of a critically ill patient with acute myocardial infarction complicated by cardiogenic shock, along with the complications of stage e shock.

Manufacturer narrative:
The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.